Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with an alert for low lead impedance. It was unknown if the patient was symptomatic. Atrial lead impedance had dropped. Sensing was stable. Capture thresholds were not measured automatically. There was no noise present. Noise reproduction by isometrics was discussed. No intervention was performed. Patient was not seen in the clinic.